Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a critical ram parity error logged in address "0d 0e" on (B)(6) 2010. Power on reset (por) severity is considered low. The device should be able to fully recover after reset. There was a critical ram parity error logged in address "1e bd" on (B)(6) 2011. This coincides with the install of ramware version 8.

Event description:
It was reported that the device had an electrical reset. The device was reprogrammed to the pacemaker settings of the last check. The device remains in use. No patient complications have been reported as a result of this event.